Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the left ventricular lead exhibited loss of capture. Imaging was performed and confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.